Event description:
It was reported the patient was implanted a durum acetabular component 56/50 code p on unk date. The patient was revised on unk date due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(4) 2009 and reported to the national competent authorities as required. The durum cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426/2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4). .